Event description:
It was reported to boston scientific corporation, in 2005, that a sensation polypectomy snare was used during a colonoscopy procedure in a (patient age, gender, & weight unknown) in the same month. According to the complainant," the wire loop segment fell off in the colon while doctor activated electrosurgery to coagulate the bleeding site." No patient complications were reported as a result of this issue, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed that the tip of the cutting wire was burnt off. The tip was not returned. However, a functional evaluation revealed that the loop could extend when the handle was actuated. Although the exact cause of this event cannot be determined; the condition of the loop is indicative to excessive use of the snare or improper generator settings.